Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus/basal and prime procedures. It was also reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 700 mg/dl. Symptoms of customer's high blood glucose levels are: nausea, vomiting, and ketones. Nothing further reported.